Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 26.37 miu/ml and was reported outside the laboratory. The physician questioned the result as the patient was not pregnant. The physician sent the patient to another facility for retesting and the result came back negative. The physician contacted the laboratory and informed them that the original assessment was incorrect. The customer stated even though the sample stability was exceeded, he repeated the primary sample on (B)(6) 2015 and received a result 0.4 miu/ml. They repeated the sample three times on (B)(6) 2015 and received 0.3 miu/ml for each testing. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 18543003. The expiration date was provided as 08/31/2016. The customer declined a service visit as they have had no additional issues.

Manufacturer narrative:
The investigation found the root cause was a missing drop dish assembly on the aliquoter. If the drop dish is missing, samples can be contaminated when the aliquot head moves.